Manufacturer narrative:
Device received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and cracked lcd window.(B)(4)

Event description:
Customer reported a crack on the upper corner of his insulin pump's screen. There is a crack in the casing going into the crack. It is about an inch from the glass. Customer's blood glucose is 107 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.